Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, at around 9:00 pm, the patient started to feel dizzy, shaky and was about to pass out. No bg test done and no treatment was given/taken at home while the cgm reading during that time was showing "low". Her husband brought her to the ER where a bg test showed 399 mg/dl while her cgm was showing 160 mg/dl. The patient was given subcutaneous insulin (unspecified dosage) and IV fluids by the doctor. The patient stayed in the ER for 6 hours and was discharged on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the c zone of the parkes error grid at the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.